Event description:
During the implant procedure, while using the inspire tunneler, the surgeon nicked some veins, causing the patient to experience bleeding. The physician made a third incision, located the bleed, and tied the bleeding vessels to stop the bleeding. This resolved the issue.